Event description:
Removal of endosseous dental implant. Implant was placed on 5/13/97 in the mandibular right region during a routine procedure. The pt wore a provisional denture. The clincian reports that the pt experienced little pain at the time of implant failure. The implant was removed on 6/6/97 due to mobility.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.